Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel enter button does not work occurred due to a failure of the front panel u. The cause of the faulty front panel unit could not be identified. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted based on the additional information received by the customer. Please see updates on the b5 field. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported that the procedure was completed using the same device and the patient was not sedates and the reported problem did not affect the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a problem with the front panel switches not functioning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera elite video system center, the enter button on front panel was not working. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.